Event description:
The customer reported having low blood glucose of 37mg/dl by the time the paramedics were called and treated her at the scene. The customer stated that her blood glucose was dropping very quickly, and she was in a vehicle accident during a low episode and black out. Troubleshooting was performed. Assisted the customer to run a displacement test and passed. The reservoir was showing the same amount of insulin as shown on the status screen. The customer mentioned that the device was exposed to an MRI taken three years ago. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.